Event description:
It was reported that this pacemaker system had loss of capture (loc) on the right ventricular (rv) lead. The right ventricular automatic threshold (rvat) test showed an appropriate measurement and there was no presenting electrogram (egm) provided for the date of the alleged loc. The thresholds were noted to be stable over the life of the device. Subsequently, the pacemaker system was explanted. This pacemaker system and rv lead were received for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had loss of capture (loc) on the right ventricular (rv) lead. The right ventricular automatic threshold (rvat) test showed an appropriate measurement and there was no presenting electrogram (egm) provided for the date of the alleged loc. The thresholds were noted to be stable over the life of the device. This pacemaker system and lead remain in service. No adverse patient effects were reported.